Event description:
It was reported that the programmer screen was flickering. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Analysis was able to confirm the customer comment that the programmer screen was flickering. Analysis noted the display was flickering when the display was moved up and down during contact with the stylus rendering the display unreadable. The liquid crystal display (lcd) was defective. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.